Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the foley catheter was unable to be deflated. User had already cut the inflation arm, but no fluid came from the balloon. Representative discussed utilizing a stylet or guidewire. Representative advised that more invasive technique would be for urologist to deflate the balloon with a transurethral or transvaginal balloon puncture and cystoscopy. Representative also discussed multiple nursing textbooks have suggested procedures and that were always default to hospital protocol and to consult urologist.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was unable to be deflated. User had already cut the inflation arm, but no fluid came from the balloon. Representative discussed utilizing a stylet or guidewire. Representative advised that more invasive technique would be for urologist to deflate the balloon with a transurethral or transvaginal balloon puncture and cystoscopy. Representative also discussed multiple nursing textbooks have suggested procedures and that were always default to hospital protocol and to consult urologist.